Manufacturer narrative:
Product received on (B)(4) 2013. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Patient reported the piston rod on the infusion device doesn't work correctly sometimes. Patient stated during the last month she found out that when the insulin cartridge is at about 150 units or 70 units, the piston rod doesn't move. Patient reported she discovered the issue when she measured her blood glucose level and received strange values. No exact value was provided. Patient stated once she measure the units left; 68 units around 4:30 pm, and then the next morning at 7 am there were 60 units left. Patient reported that during that time period she delivered two boluses; the first one was 5.4 units and the second one was 4.6 units. Patient stated the infusion device did not display any error or alarm concerning the issue. Patient reported the infusion device does not deliver the correct amount of insulin because she did not succeed in reducing her blood glucose level. Patient stated she has tried to change all of the accessories but her blood glucose level remained elevated. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.